Manufacturer narrative:
Follow-up # 1 (09/26/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter's lcd was found to be defective. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing black marks on the display screen of her one touch ultrasmart meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 7 pm. She stated that she manages her diabetes with novolog insulin (pump therapy) and due to the alleged issue she increased her dose by 3u for the past 3 days prior to contacting lfs. It is not known if the patient was able to obtain any readings due to the alleged issue. The patient claimed that 12 hours after the alleged issue started, at an unspecified time the next morning, she felt "high readings". She denied receiving any treatment due to her symptoms. During the initial call with customer service, the agent noted that there was no information of misuse of the meter and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of "high readings", which could possibly be suggestive of a serious injury after the alleged meter issue began.